Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot #? Did a total qty of 3 sutures break during single patient event/single procedure? Were all the suture strands breaking while use on the patient during suturing? Were all the suture strands that broke intra-op from the same lot/batch? Was procedure completed successfully? And how?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was breaking. It is unknown how the procedure was completed. There were no adverse patient consequences reported.